Event description:
It was reported that the fenestrated inner tube fractured across the fenestrations after limited use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 3011237704-2025-00016-00. The date of that submission was 03-feb-2025. B3. Date of event: unknown. No information has been provided to date. Investigation summary: one used decontaminated 007/920/275 blu thin wall fenes. Inner cann. 7.5mm s/assy 1/ea was returned for investigation. The customer is claiming inner cannula damage which occurred during use. Under visual inspection we noticed that inner cannula is cracked / damaged as described by customer. Affected inner cannula is a disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition as described in the IFU (instructions for use). Inner cannula wall thickness dimension has direct impact on inner cannula durability. Therefore, this dimension was measured at 0.44mm, 0.46mm, 0.44mm, and 0.47mm, with an average 0.45mm. All results were found to be within drawing specification. Investigation results indicates that the most probable root cause for the reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. No signal of confirmed complaints in relation with this issue was identified. Inner cannula crack is reported rarely and is considered to be isolated incident without any further action taken from ICU medical (smiths medical). A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.